Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for malignant pain. It was reported on 2019-jul-16 the patient reported a significant headache following the implant procedure. The patient was instructed to increase fluid and caffeine intake. On 2019-jul-22 the patient's husband reported the headaches were severe and persistent despite the increase fluid and caffeine intake. The plan was to perform an epidural blood patch. On (B)(6) 2019 an epidural blood patch was performed. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was cerebrospinal fluid (csf) leak. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related (surgery/anesthesia). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving dilaudid 0.5 mg/ml for a total dose of 0.49957mg/day and bupivacaine 7.1 mg/ml for a total dose of 7.0939 mg/day. No further complications were reported.